Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog number). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the major bleed / fluid leak was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex was inserted via the femoral vein to support the patient who was also on the left heart sided impella cp pump. The patient is a 69 year old male who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was additionally on inotropes, vasopressors, and a vent for respiratory needs.the rp flex was inserted via the 23fr introducer sheath which was seen to be bleeding back at the 23fr hemostatic valve. The physician attempted to fix the valve but, they were unsuccessful. The patient was infused 4 units of blood. After approximately 17 hours of support the patient expired.the cause of death for this bipella rp flex-cp patient was not shared. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.